Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion wire guided extraction basket. It was reported that the proximal end of the catheter wire broke outside the catheter. It was removed and the procedure was successfully completed with another device of the same type. There was no reportable information at this time. This device was returned on (B)(6) 2021 with the basket extended and damaged. The basket cable is ruptured through the sheath at the proximal end [subject of report]. The basket could not be retracted due to the cable being ruptured through the sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved determined the basket was damaged and advanced out of the sheath. The basket wire has ruptured through the sheath at the proximal end and when the handle is manipulated the basket could not be retracted or advanced due to the rupture. The basket wires are also extremely twisted. There is a yellow fluid on the basket and inside the catheter. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. To prevent damage to the device, the instructions for use states, "this device should never be coiled in less than an 8-inch (20 cm) diameter." Basket deployment difficulties and buckling of the drive wire can occur if the device experiences excessive pressure. Resistance in basket extension and damage to the outer catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all fusion wire guided extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.